Manufacturer narrative:
The shearing of the pin is likely cause by lateral pressure on the actuator. This could have been caused by impact to the motor, lateral pressure over time or something placed between the actuator and the stand mast. This stand was 8.5 years old. The actuator was replaced and maintenance instructed about the importance of avoiding lateral pressure to the motor and to take the stand out of service if it makes irregular noises or shakes or has a jerking motion. Sales rep is scheduled to make an in service visit.

Event description:
During a transfer, the lower part of the screw pin on the actuator bent and sheared off of the motor. The resident was lowered to the ground with the assistance of staff.